Event description:
It was reported there was over sensing on the atrial lead with arm movement and clavicle manipulation but no over sensing with pocket manipulation. Lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.